Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis and subsequently passed away. On an unreported date, in response to the fungal peritonitis, pd therapy was discontinued and the pt was converted to hemodialysis (hd). Further treatment for the peritonitis was not reported. It was not reported whether the pt was hospitalized for the peritonitis. Subsequently the pt passed away. The cause of death was unknown. It was not reported whether an autopsy was performed. Additional information was requested but is not available.